Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 15 days the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced major bleeding and was transfused with 2 units prbc for low hgb on (B)(6) 2018 and another 1 unit on (B)(6) 2018. Anticoagulants at the time of event: aspirin. Actions performed were 3 unit prbc in 24 hour period and in total. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not be conclusively established through this evaluation. On (B)(6) 2018, the patient was noted to have responded to the transfusions, showing a hemoglobin level of 7.9. Of note, the patient showed no signs of melena. No diagnostic tests were performed and the patient was further treated with iron three times daily (tid) during hospitalization. The patient was discharged on (B)(6) 2018 with the plan to continue taking the iron tid. The patient remained ongoing on heartmate 3 lvas device until undergoing an orthotopic heart transplant (oht) on (B)(6) 2018 (captured under MFR#2916596-2019-00193). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document.